Manufacturer narrative:
(B)(4). Foreign report source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during an acl surgery, an interference screw fractured. The surgery was completed with another screw.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Screw is returned for evaluation and it was noted screw has the tip fractured off. There is some damage to most of the threads. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.